Manufacturer narrative:
The investigation for the low pump flow and thrombus has been completed. Pump and data logs were not returned for investigation. With the necessary data, it is not possible to investigate the failure mode. Therefore, the root cause of the low pump issue was not determined since product was not returned and data logs were not returned as well.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported a 55-year-old male patient noted as heart failure cgs / cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, "impella in aorta" alarm was present. Echo showed impella was 4.5cm across left ventricle (lv) and not interacting with any heart structures. On p7, flows 5.3 lpm, lv and ao waveforms overlapped with lv slightly above ao. Motor current mostly flat and high for associated p level. Purge flow was 4.1ml/hr, down from the 7.9 ml/hr that morning. Team started fluid bolus and ordered stat formal echo. When rep arrived on site, pump was on p2 and motor current was pulsatile with purge flows of 9ml/hr and adequate impella flows for p2. Team turned pump back up to p4 and lv waveform was then appropriate, and motor current (mc) was appropriate speed for p level and pulsatile. Md discussed any changes with surgical team, but deemed the issue resolved and just to monitor closely with no changes made at that time. The following morning, bedside nurse reported 1 red and amber urine overnight, but the immediate next urine was clear. With that information team deemed this a clot having been in the impella that was then "chewed up" by the impella.